Event description:
Consumer initially reported complaint for error message (e-3). During the call, a blood test was performed by the customer and produced test result of lo using true metrix meter. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was able to contact the customer via telephone. The customer¿s expected am fasting blood glucose test result is 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call with the technician, the customer performed a blood test fasting and obtained test result of lo using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/20/2025 and open vial date is a few weeks prior to the call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer contacted customer in a follow-up call on 11-sep-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.